Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly calcified and mildly tortuous right anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, on the first inflation at 12 atmospheres for 30 seconds, the balloon ruptured. No segment of the device detached inside the patient. The procedure was completed with a 2mm x 220mm and 2.5mm x 220mm coyote¿ es balloon catheters. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. There was contrast and blood in the inflation lumen and blood in the balloon. The balloon was loosely folded. Microscopic examination of the balloon and shaft revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 1.5mm distal of the markerband was revealed. Microscopic examination presented no irregularities in the balloon material and markerbands that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly calcified and mildly tortuous right anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, on the first inflation at 12 atmospheres for 30 seconds, the balloon ruptured. No segment of the device detached inside the patient. The procedure was completed with a 2mm x 220mm and 2.5mm x 220mm coyote¿ es balloon catheters. No patient complications were reported and the patient's status was good.